Manufacturer narrative:
No UDI is being reported since the part and lot number wer not reported. (B)(4). The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that per the instructions for use (IFU), gw, high torque command 18, pta, ce preparation for use /ht guide wires with hydrophilic coating, step 1, states: before removing the guide wire from the wire dispenser, inject normal saline into the hub end of the dispenser to thoroughly wet the complete surface of the guide wire. In this case, the reported IFU violation did cause or contributed to the reported complaint. The investigation determined the reported difficulty to advance, difficulty to remove and polymer damage appears to be related to user error. Based on the reported information, the guide wire was not properly prepped which did not allow the hydrophilic lubricant to activate causing the guide wire to get stuck in the guiding catheter resulting in the difficulty to advance/position and the difficulty to remove. Manipulation against resistance likely caused the polymer coating to come off and/or separate from the guide wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A command 18 guide wire was not properly prepped per the physician and was too dry going into the catheter, which caused it to get stuck and the coating to come off the wire which occurred all within inside the guide catheter. Physician believes this was user error and not a product fault. The guide wire along with the guide catheter were simply removed altogether and it was confirmed that nothing remained in the anatomy. Another guide wire was used to successfully complete the procedure. There was no clinically significant delay. No additional information was provided.